Manufacturer narrative:
Results of the device evaluation will be filed in a supplemental report when sample is received.

Event description:
The catheter was set from (B)(6). During the period, the infusion is chemical - treatment drags, such as on (B)(6) when infusion was found leaking at 2cm tick mark from the side.